Event description:
During routine maintenance, the customer noted a defect with the codemaster xl battery (m1758a, lot/serial unk). There is no indication of pt involvement.

Manufacturer narrative:
(B)(4).